Event description:
It was reported that the lead was completely fractured. The lead was capped and replaced. It was further reported that during the procedure, the physician had difficulty snaring the remaining segment of the lead, but was successful in capping the end of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.